Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the sigmoid colon during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip would not release from the catheter. Another attempt was made and the clip was forcefully deployed off the catheter by pushing the scope against the clip. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.